Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, scratched reservoir window, minor scratches on display window and missing end cap sticker noted during visual inspection. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Unable to perform prime, occlusion test and excessive no delivery alarm test due to prime alarms. Insulin pump passed displacement test.

Event description:
It was reported that the customer's insulin pump kept delivering insulin even though the buttons were not being held down. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.